Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8214977. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-08-02. Medical device lot #: 8047676. Medical device expiration date: 2021-02-28. Device manufacture date: 2018-02-16. Medical device lot #: 6245900. Medical device expiration date: 2019-08-31. Device manufacture date: 2016-09-01. Medical device lot #: 7282714. Medical device expiration date: 2020-09-30. Device manufacture date: 2017-10-09. Medical device lot #: 7356860. Medical device expiration date: 2020-12-31. Device manufacture date: 2017-12-22. Medical device lot #: 8150679. Medical device expiration date: 2021-05-31. Device manufacture date: 2018-05-30. Medical device lot #: 8235658. Medical device expiration date: 8235658. Device manufacture date: 2018-08-23. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® adapter with luer adapter had issues with "thickening where the rubber of the tube needle is attached to the luer adaptor screw".

Event description:
It was reported that the bd vacutainer® adapter with luer adapter had issues with "thickening where the rubber of the tube needle is attached to the luer adaptor screw".

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.